Event description:
User facility medwatch report received stating: as they were positioning the stent the stent came off of the balloon and remained in the vessel not expanded. They removed the stent catheter, advanced another balloon into the lumen of the stent, and deployed the stent. No patient injury, only device malfunction. The following additional information was received from the account: the vessel treated was the proximal left anterior descending (plad) artery. It was noted that the nurse hooked the inflation device prematurely to the balloon partially expanding the balloon and dislodging the stent. Another balloon was used to deploy the stent in the target lesion. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions the device was not returned for analysis. A review of the electronic lot history record (elhr) and lot level similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. It was reported the xience skypoint stent delivery system (sds) dislodged. The procedure was investigated after the event and it was noted that the nurse hooked the inflation device prematurely to the balloon partially expanding the balloon and dislodging the stent. Another balloon was used to deploy the stent in the target lesion. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use indicates that the inflation device is to remain neutral until the stent is fully covering the intended lesion. In this case, the user error related to inadvertent expansion outside of the lesion resulting in stent dislodgement contributed to the reported complaint. The investigation determined the reported difficulties and treatment appear to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medwatch report #mw5145986.